Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.

Event description:
It was reported admitted to in the patient(B)(6) 2024, contacted by institution outside hospital 8/8-24 who described by piccline had broken. Partial breakage at statlock festet. This has resulted in a slightly delay in treatment, and the patient has received a new piccline. Used for tpn, medication. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. Gross visual inspection of the returned catheter found that a complete break had occurred on the catheter tubing at the nose of the molded joint. The print on the molded joint and luer hub was faded out, suggesting that the catheter had experienced extensive use or had been exposed to incompatible chemicals. Microscopic inspection of the break site found that the fracture surface was granular and the edge was flat with microtears throughout the edge. These features are indicative of tensile stress. Based on the available evidence, factors which may have contributed to the reported event were identified. However, there was not enough evidence to conclusively determine how the break occurred. Therefore, the root cause remains unknown.

Event description:
It was reported admitted to in the patient (B)(6) 2024, contacted by institution outside hospital (B)(6) 2024 who described by piccline had broken. Partial breakage at statlock festet. This has resulted in a slightly delay in treatment, and the patient has received a new piccline. Used for tpn, medication. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 47cm, inserted in the basilic, exit site marking 0cm, secured with statlock and glue, site cleaned chlorhexidine solution poured from a bottle, and dressed straight along the patient¿s arm. PICC used for nutrition. Leak identified by breakage at catheter wing, external to the patient.

Event description:
It was reported admitted to in the patient on (B)(6) 2024, contacted by institution outside hospital on (B)(6) 2024 who described by piccline had broken. Partial breakage at statlock festet. This has resulted in a slightly delay in treatment, and the patient has received a new piccline. Used for tpn, medication. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 47cm, inserted in the basilic, exit site marking 0cm, secured with statlock and glue, site cleaned chlorhexidine solution poured from a bottle, and dressed straight along the patient¿s arm. PICC used for nutrition. Leak identified by breakage at catheter wing, external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.